Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2016, a patient was implanted with a gore® acuseal vascular graft in the upper arm for arteriovenous access. It was reported to gore that on (B)(6) 2016, the vascular graft occluded. The graft was abandoned. It was stated that the patient may have had an existing clot or central venous stenosis. On (B)(6) 2016, the patient was implanted with a gore® acuseal vascular graft in the upper thigh for a new arteriovenous access site. On (B)(6) 2016, the upper arm graft was explanted per the patient's request, not for medical reasons.